Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) asked the patient to perform a patient-initiated interrogation (pii) and after troubleshooting, a successful pii was sent. Further investigation found that an alert for right ventricular (rv) lead pacing impedance low out of range had been stored. The patient was referred to the clinic for evaluation and no adverse effects were reported. At this time, no further information is available. The device remains in service.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) asked the patient to perform a patient-initiated interrogation (pii) and after troubleshooting, a successful pii was sent. Further investigation found that an alert for right ventricular (rv) lead pacing impedance low out of range had been stored. The patient was referred to the clinic for evaluation and no adverse effects were reported. At this time, no further information is available. The device remains in service. Additional information was received. The patient was checked, but lead revision was not performed per physicians decision. Low pacing impedance, high pacing threshold measurements and noisy signals, are known rv lead observations for this patient. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) asked the patient to perform a patient-initiated interrogation (pii) and after troubleshooting, a successful pii was sent. Further investigation found that an alert for right ventricular (rv) lead pacing impedance low out of range had been stored. The patient was referred to the clinic for evaluation and no adverse effects were reported. At this time, no further information is available. The device remains in service.